Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead displayed loss of capture (loc). No asystole was observed. As a result, this rv lead was explanted and replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.